Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak. The imaging evaluation performed by a clinical imaging specialist showed the following: one angiogram clip and a page of jpeg radiographic images are submitted for evaluation. Possible contrast outside the implanted original device. There is an aortic angulation distal to the proximal end of the implanted device. Diameters cannot be confirmed with jpeg images or angiogram images. Final image from page 2 shows an aortic extender is implanted at the level of the renal arteries and the proximal end of the originally implanted device. This image shows no contrast outside the implanted devices which confirms there was an endoleak that is now resolved. Unknown origin and type of endoleak with imaging provided. (Type I or iii) no confirmation of a type ii endoleak can be confirmed with available imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure was concluded without any endoleaks. On an unknown date, a proximal type I endoleak or a type iiib endoleak was suspected, a type ii endoleak was also suspected and an aneurysm enlargement was observed. On (B)(6) 2024, a reintervention was performed. An angiography suspected the proximal type I endoleak or the type iiib endoleak from a trunk ipsilateral leg endoprosthesis and it was not able to observe the obvious type ii endoleak. A gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally. An angiography revealed the endoleak was resolved. Then, the inferior mesenteric artery and the lumbar artery was coil embolized the patient tolerated the procedure. The physician stated that the endoleak which was observed from proximally was stopped by implantation of the aorta extender. The physician also stated that he reviewed an intraprocedural image of initial procedure again and he noticed that it seemed the stent of the body might have been projected when the main device was deployed, therefore he thought a possible of type iiib endoleak. However, he also said that there were no endoleaks and no anomaly findings from a final angiography at the initial procedure. Reportedly, the proximal neck was tortuous severely.